Event description:
It was reported that at the beginning of the procedure to treated kidney stone, a fiber optic was used and it broke. The broken part was cut off, and the remaining part was used to complete the procedure. As cause of this event, there was a delayed treatment. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that at the beginning of the procedure to treated kidney stone, a fiber optic was used and it broke. The broken part was cut off, and the remaining part was used to complete the procedure. As cause of this event, there was a delayed treatment. There was no patient complication.